Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care provider (hcp) via a manufacturer representative on (B)(6) 2018 reporting the tingling appeared to be positional with excessive pressure on the sciatic nerve. The patient was asked to change the position to one in which they were not putting pressure on the recharger. Changing positions while charging had caused the tingling to stop. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with a neurostimulator for failed back surgery syndrome and spinal pain. It was reported that the patient had tingling in legs while charging. This started in (B)(6) 2018 and was reported to be a sudden change. The patient had not had a recent surgery, did not show any signs of skin irritation, and did not see the thermometer icon while charging. The issues started about 30 minutes into a recharge session and was felt on the same side of the charger. The patient sat while charging. It was confirmed that there were no symptoms prior to the charging. The patient had "diabetic" and had sciatic issues in the past. There had not been any weight changes. The patient had a hard time healing but the wound looked fine now. Per the consumer, the stimulation and coupling were good. No further complications were reported.